Event description:
It was reported that a spectrum iq pump had an "alarm that continued going off" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: the alarm that continued to go off was a "battery error". Additional information h3, h6 and h10: the device was received for evaluation. Functional testing was able to duplicate the reported issue. A review of the event history log revealed battery error messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be a failed rear case which requires replacement to address the issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because it would not cause the pump to shut down or interrupt therapy; rather it is alerting the user of the pump status so appropriate actions can be taken. Should additional relevant information become available, a supplemental report will be submitted.